Manufacturer narrative:
No investigative analysis could be performed since the product was not returned to abbott for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote-follow-up, post-paced t-wave oversensing was observed on the patient's implantable cardioverter defibrillator (ICD). The device was reprogrammed and the patient was stable.